Event description:
It was reported that the patient experienced an overdose while hospitalized because the "healthcare provider had administered oral b aclofen without knowing the patient had a baclofen pump". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8731sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: unk. (B)(4).